Manufacturer narrative:
(B)(4). D10: unknown, articular surface, unknown. Unknown, tibial component, unknown. G2: foreign: south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the hinge post of a rotating femoral component fractured. The patient presented with knee hyperextension. The femoral component was revised, and a new articular surface was also inserted. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: suggested component code: mechanical (g04) ¿ femur the reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.